Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values was confirmed. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter that was being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed testing. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. The reported event of inaccuracies was confirmed . A root cause could not be determined.